Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1: reporter name and address: telephone number: (B)(6). Section h6: health effect - clinical code: code 4581 is capturing incision enlarged. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) had a central area damaged by something that looked like scratches and could impair the patient's visual performance and the different brightness of the iol was strange at the time of implantation, therefore the decision was made to explant it. The iol was removed during the same procedure. There was no patient injury. Incision enlargement was required. No vitrectomy was required. Patient status is noted as temporality impaired. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 4, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was observed to be damaged and have scratches. Additionally the haptics were damaged. The complaint issue of ¿cosmetic issues¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.